Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath found the external valve was torn by its center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Device history record (DHR) review: the DHR for cl14076 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed referencing an inadequate valve seal. The maximum severity associated with this event is a 2 based on the information provided within the event description. The sheath was replaced, and the procedure was completed without patient complications. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "cause traced to device design" conclusion code was assigned to the allegations of "visible air/bubbles." Tears were found on the external hemostatic valve by its center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that air was noted at the valve level. Thus the sheath was replaced with another same model and the procedure was completed successfully. No patient complications were reported. The device has been received for analysis. It was further reported that the no air was noted in the patient nor any leak was noted in the sheath. Bubble were noted were present in the sheath when the farawave catheter was inserted. The suction step was performed, but bubbles were still present. No abnormalities were noted in the sheath. Pressure bag irrigation method was used by drop by drop. No abnormalities were noted during preparation of the sheath.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that air was noted at the valve level. Thus the sheath was replaced with another same model and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. It was further reported that the no air was noted in the patient nor any leak was noted in the sheath. Bubble were noted were present in the sheath when the farawave catheter was inserted. The suction step was performed, but bubbles were still present. No abnormalities were noted in the sheath. Pressure bag irrigation method was used by drop by drop. No abnormalities were noted during preparation of the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.